Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the noisy image was caused by a damaged charge coupled device unit. And for the distorted image, the cause was due to a cut on charge coupled device cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited a noisy and distorted image. There was no patient involvement.